Manufacturer narrative:
The magnesium reagent lot number was 722946. The expiration date was not provided. The field service engineer (fse) did mechanism checks and noticed the drop in the water rinse levels. He changed the rinse tubings and flushed the vacuum tubings. The rinse water levels filling were acceptable. The fse drained the liquid from the vacuum tank and adjusted the gear pump pressure to 300 kpa. He ran reagent and sampling mechanisms and they were all within specifications. The root cause was consistent with a maintenance issue. The service actions (maintenance actions) done by the fse resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with magnesium assay on a cobas 6000 c501 analyzer. Sample 1: initial result: 1.26 mmol/l. Rerun result: 0.86 mmol/l. Sample 2: initial result: 1.02 mmol/l. Rerun result: 0.76 mmol/l. The initial results did not match the patient's clinical history. No erroneous result was reported outside the laboratory and the samples were repeated. The rerun results were deemed to be correct.